Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on august 23, 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2010 by dr. (B)(6) and dr. (B)(6) at (B)(6). The patient had a scheduled retrieval approximately 7 years later, on or about (B)(6) 2017 by dr. (B)(6) at (B)(6). The physician was unable to retrieve the filter. The patient further alleges filter thrombosis post implant occurred, as well as, embedment, migration and fracture. Argon¿s attorneys are attempting to gather additional information.